Event description:
This case was initially received via regulatory authority (ansm, reference number: r2211597) on (B)(6) 2022. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('haemorrhage') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) -2017, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion intervention required), asthenia ("asthenia"), depression ("depression"), musculoskeletal pain ("musculoskeletal pain"), blindness ("vision loss"), tooth loss ("loss of teeth") and psychomotor skills impaired ("psychomotor skills impaired"). The patient was treated with surgery (essure removal). At the time of the report, the genital haemorrhage, asthenia, depression, musculoskeletal pain, blindness, tooth loss and psychomotor skills impaired outcome was unknown. The reporter provided no causality assessment for asthenia, blindness, depression, genital haemorrhage, musculoskeletal pain, psychomotor skills impaired and tooth loss with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2022. The most recent information was received on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of genital haemorrhage ("haemorrhage") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced genital haemorrhage (seriousness criterion intervention required), asthenia ("asthenia"), depression ("depression"), musculoskeletal pain ("musculoskeletal pain"), blindness ("vision loss"), tooth loss ("loss of teeth") and psychomotor skills impaired ("psychomotor skills impaired"). The patient was treated with surgery (essure removal). At the time of the report, none of the outcomes for these events were known. No causality assessment was received for essure with regard to genital haemorrhage, asthenia, depression, musculoskeletal pain, blindness, tooth loss or psychomotor skills impaired. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 91 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-apr-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.